Manufacturer narrative:
The device was not returned for evaluation. Damage is most likely due to stress overload.

Event description:
Allegedly, the jaw of the bowel grasper insert broke off during a laparoscopic lysis of adhesions procedure. The broken jaw was not retrieved and is retained in the patient.